Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer experienced a bg level of 500 mg/dl and trace ketone. A correction bolus was delivered to address the bg level. It was stated that the customer would observe insulin exiting the infusion set tubing during these occlusion alarms and would resume insulin deliveries without the need of changing any of the pump supplies. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.